Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing painful stimulation. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing overstimulation and could not get the stimulation in the desired pain areas.

Event description:
A report was received that the patient was experiencing painful stimulation. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation. It was also noted that contacts were out of the lead. The patient underwent a revision procedure wherein a lead was replaced and another lead was added. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing painful stimulation. The patient will undergo a lead revision procedure.